Manufacturer narrative:
Alleged failure: foggy. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Coupler conforms to specifications. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.